Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device tower door 4 was broken. The field service engineer (fse) found that tower door 4 had a broken hinge and door panel. The fse replaced the tower door hinge and resolved other drawer issues. The fse also assisted in resolving some pocket failures that appeared upon reboot. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 4 was broken. There were no delay or adverse events or injuries reported based on this event.